Event description:
Customer reports that their adc device "bursted into fire" and visible smoke was observed. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: d4 (serial no) and h4 (device mfg date) were updated based on returned product investigation. Visual inspection was performed on the returned reader and damage to the usb charging port was observed. Visual inspection was performed on the returned adc charging cable and damage to the outer sheath was observed. An extended investigation was performed. It was observed upon visual inspection of the reader that a piece of the usb port was broken away from the corner, exposing the ground pin. This damage is consistent with customer misuse. There were no signs of fire, smoke, or electric shock. The reader powered on via home button but the reader's data was unable to be extracted due to damaged usb port. The reader was then de-cased and placed in a test fixture, which allowed access to the internal usb and thus, extraction of the event logs the returned battery voltage was measured and within specification. A power consumption test was performed on the reader¿s battery and the results of 0.22ma were within specifications of 0-1.0ma. Since the current draw for the returned reader was within specification, the reader did not have sufficient power to cause the reported damage. Visual inspection of the returned adc charging cable showed that the outer sheath of the cable had been stripped, exposing the inner screening of the cable. This damage is also consistent with misuse. This complaint is not confirmed as the damage observed in both the reader as well as the adc charging cable is consistent with misuse. Dhrs (device history record) were reviewed for the libre reader and the dhrs showed that the libre reader passed all tests prior to release and that the correct cable and adapter were part of the kit pack. There was no indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that their adc device "bursted into fire" and visible smoke was observed. There was no report of death, serious injury, or mistreatment associated with this event.